Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The symptoms were swelling and redness. The patient was administered antibiotics and was doing well post-operatively. The physician suspected the infection to be procedure related.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The symptoms were swelling and redness. The patient was administered antibiotics and was doing well post-operatively. The physician suspected the infection to be procedure related.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The symptoms were swelling and redness. The patient was administered antibiotics and was doing well post-operatively. The physician suspected the infection to be procedure related.